Event description:
Pt was treated in 2005. During treatment the dr inspected the treatment tip and noticed a small hole. The pt developed a small blister below right ear. At one day post treatment the blister had all resolved.